Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: (B)(4). The reported sion blue was returned with two coil fragments. One of the coil fragments was grasped by a snare (hereinafter referred to as fragment 1) and the other was in a free state when returned (hereinafter referred to as fragment 2). Originating from the mid solder set at 70mm from the tip for the purpose of fixing the coil wire onto the core wire, the coil wire of the returned sion blue was found elongated distally and then fractured. The fracture end of the coil wire was twisted and had a flat fracture surface, indicating that the coil fracture was most likely attributed to torsion generated when the coil wire was pulled and straightened. The core wire was found fractured at approximately 63mm distal to the mid solder; core-composing straight core wire and twist wire were twisted to each other. The ball tip was found attached on the very distal end of the fragment 1. The coil wire was elongated and fractured proximal to the ball tip. The fracture end of the coil wire was twisted and had a flat fracture surface. The core wire was found fractured at approximately 7mm proximal to the ball tip; the straight core wire and the twist wire were twisted with each other. The fragment 2 was elongated throughout its length and twined around itself. Both the distal and proximal fracture ends of the fragment 2 were twisted and had flat fracture surfaces. Measurement of the returned guide wire suggested the core wire was fractured at approximately 7mm from the tip and was returned in its entirety. As for the coil wire, given the severe damage observed, it was not possible to identify the location of coil fracture or comfirm if there was any coil fragment missing. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion generated with torquing manipulation was locally accumulated on the guide wire likely when the wire tip was being caught by the lesion. The accumulated stress would exceed the product's design limit, and therefore, make the core wire fracture. Further applied tensile stress generated with removal made the coil wire to elongate and eventually fractured. It was concluded that this event was not attributed to product quality. As the coil wire was found damaged severely, a possibility could not be completely ruled out that some coil fragment(s) might be left in the patient. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that a percutaneous coronary intervention (pci) was performed to treat a moderately calcified 90-99% stenosis in segment #4 of the right coronary artery (rca). An asahi sion blue guide wire became trapped in the lesion and the core wire fractured. The coil wire got elongated when removing, making it difficult to remove the guide wire. After removing the sion blue from the patient anatomy with a snare, the procedure was resumed and completed successfully with stent deployment. The physician commented that this event was not attributed to the device. There were no adverse patient effects associated with this event. The patient was fine after the procedure.